Manufacturer narrative:
Review of the intraoperative system logs found the system functioned normally with no errors logged and no indications relating to this event. Log review of the 5 subsequent procedures found the system functioned normally; no intraoperative events or issues found. The following concomitant products were used during this procedure: endoscope plus 30 degree, large suturecut needle driver, monopolar curved scissors, fenestrated bipolar forceps. A site history review found no complaints have been reported for any of the products used. Device history record (DHR) review for the instruments found no related non-conformance's documented. An intuitive surgical medical safety officer (mso) review of the event concluded that the patient in this report had a number of comorbidities including concern for a possible coagulation disorder and underwent an uneventful robotic umbilical hernia repair. No allegation was made against any intuitive surgical product or instrument and the procedure was completed without complications. Post operatively, the patient was placed on factor vii and tranexamic acid which are intended to reduce the risk of bleeding but also have potential risk of creating thrombosis and unintended clot. On post operative day 3, the patient had a sudden cardiac, event which was speculated to be a pulmonary embolism, and expired. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that after a successful da vinci-assisted umbilical hernia procedure, the patient expired on post-operative day 3. Prior to the procedure, the surgeon discussed in depth with the patient that, due to their unspecified coagulopathy with a history of intense bruising after minor bumps, the postoperative course could be complicated. The procedure was elective; the patient chose to continue with the procedure due to pain from the umbilical hernia. The robotic procedure was completed without any da vinci-related errors. The surgeon reported that the patient had poor abdominal wall tissue. Once the robotic ports were placed, the incision sites became dilated throughout the procedure and the patient subsequently experienced significant subcutaneous emphysema. The patient remained intubated during the initial post-operative period. Due to the patient's unknown hematological history, a factor 7 infusion and tranexamic acid were administered. A chest x-ray showed a possible apical pneumothorax; however, due to the subcutaneous emphysema it was not conclusive. On postoperative day 3, the patient was preparing for discharge when they suddenly experienced tachycardia and required oxygen. A CT scan was performed but results were not provided. The surgeon speculated that the patient subsequently passed away from a pulmonary embolism due to their significant medical history. No autopsy was performed.